Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device mechanism was returned to the service center with a report from the customer contact that stated sets hard fault s420 (led error - pmc, right) for side b. This is not a reportable malfunction. However, during verification testing, the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code at start up.